Manufacturer narrative:
Internal complaint reference case (B)(4). B5: updated.

Event description:
It was reported that, during a shoulder arthroscopy, when inserting the "healicoil knotless pk anchor", the thread remain inside, but the tip pulled out from the tunnel. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The device was not returned with the anchor. The device had been fully actuated. No visible damage to the device. A functional evaluation confirms the device functions as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, when inserting the "healicoil knotless pk anchor", a part remain inside, but the tip pulled out from the tunnel. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported.